Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-apr-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the print management printer was not detected. A technical support specialist (tss) rebooted the device, a backup was completed, and a synchronization was performed. The remote smart service (rss) update agent folder was replaced from the station and synchronization completed; however, after reboot, a fatal underlying data source error occurred. The station was still accessible, component manager was updated, but the issue persisted. A dispatch was then initiated to proceed with reimaging. A field service engineer (fse) visited the site and reimaged the device. The fse upgraded rss and component manager, installed essential security against evolving threats (eset), pushed required packages through rss, configured network and time settings, and performed a full database synchronization to restore operation. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es acu displayed an error message indicated reboot failed, potentially related to a network connection issue, along with an object reference not assigned error. Although the station appeared to be functioned, the printer was producing gibberish output. The customer performed a reboot; however, the issue persists. However, there were no delays or adverse events or injuries reported based on this event.